Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed, and documentation indicated the product met release criteria. Root cause has not been identified. There have been no other complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).

Event description:
A biomedical engineer reported that during a cataract extraction with intraocular lens (iol) implant procedure, the lens was placed in the sulcus, it dislocates posteriorly due to poor capsular support. The lens was extracted and the incision was closed with suture. Additional information was received stating the procedure was concluded by removing the lens and suturing the incision.

Manufacturer narrative:
The lens was returned for evaluation. Solution is dried on the lens. One haptic is broken in the haptic insertion area (not returned). The opposite haptic is bent in the distal area. Associated products were not provided. It is unknown if qualified products were used. Broken haptic damage was observed. The root cause for the reported events could not be determined. A malfunction has not been indicated or information provided that the lens was the cause of the event. The manufacturer internal reference number is: (B)(4).